Manufacturer narrative:
Device was not returned for eval.

Event description:
It was reprted the ez35b was used during a laparosocopic appendectomy. The handle on the device broke and locked up. The surgeon had to convert to an open procedure to remove the device. The risk mgmt dept is holding the device. 11/22/96, the rep spoke to the rn in the case and the product was an ez35w. This occurred on the first firing across the appendix. The device made a very loud crunching noise when fired.